Event description:
Medtronic received information that a marathon catheter ruptured with onyx. Physician used a marathon to access a small vessel off the vert for an arteriovenous malformation (avm) embolization. As he started to embolize he noticed onyx was filling into the vert at the origin of the vessel. He removed the entire system and stopped the procedure after noticing onyx was in the vert. After he removed the marathon he noticed it was compromised at the proximal to the distal tip of the marathon. The rupture was in the middle. There was no other damage to the catheter. The devices were prepared according to the instructions for use (IFU). The patient was undergoing avm embolization. Vessel tortuosity was severe. The access vessel was approximately 1.5mm. Patient was taken to surgery the following day to remove the avm which was the plan prior to the avm embolization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Associated with rr #: 2029214-2022-00983 b5. Updated with additional information received. H6. Patient coding corrected (e2008) as the catheter rupture resulted in onyx being injected into unintended location. Fdm code updated (b17) as it was indicated that the device may be available after hospital evaluation but it has not been returned to medtronic possession at time of this report. Imf code updated (f1903) as the procedure to remove the avm was planned prior to the procedure while additionally addressing removal of onyx from unintended location. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was though there was slightly more resistance than usual when injecting the onyx in the marathon catheter. The injection was continuous until the physician observed onyx in the parent vertebral artery. The injection rate was followed per the IFU.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the marathon micro catheter was returned for analysis within a shipping box; within a sealed biohazard bag; within an opened marathon micro catheter inner pouch and within a medical gauze. Visual inspection/damage location details: the marathon total length was measured to be ~172.2cm (reference 170.0cm), the usable length was measured to be ~166.5cm which is not within specification (specification per 165.0cm ± 2.5cm). The catheter body was found to be ruptured at ~20.9cm from distal tip. The tubing material at rupture exhibited necking and stretching. Onyx residue was found within the marathon hub and at distal tip. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The returned marathon micro catheters appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Pauses longer than two minutes prior to re-injection can cause solidification of onyx les at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture. Rupture can also occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded; injection rate; use of palm of hand pressure or increased injection force against resistance. It was reported there was no resistance when the onyx les was injected and no kink or damage seen on the marathon micro catheter. It was reported that onyx was injected at a rate of 0.16ml/min. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Per the onyx les IFU (instructions for use): ¿adequate fluoroscopic visualization must be maintained during onyx les delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt onyx les delivery until adequate visualization is re-established. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. Inject onyx les to displace dmso. Use thumb pressure only to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over-pressurization in the event of catheter occlusion. Do not interrupt onyx les injection for longer than two minutes prior to re-injection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture.¿ per the marathon IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.